Manufacturer narrative:
Stryker advised the customer to remove the device from service, due to the device's age. The customer's device was not returned to stryker for evaluation. A cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that the device is unable to power on. There was no patient use associated with the reported event.